Event description:
The customer contact reported that during routine testing between patient use at the user facility, a visual inspection of the device found the ground prong on the ac power cord was bent. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).